Event description:
(B)(4). I have had abnormal pelvic pain for years now. The pain became so bad after having these implants put in that I am now on a script for time released morphine. I have countless symptoms including: bruising, fevers, hypothyroidism, shaking, headaches, vision loss, loss of sensation on right side off my body, exhaustion and many others. I am currently out of work due to these ailments.